Event description:
Paramedics responded to a person, condition not reported. The device was connected to the pt with disposable pacing defibrillation/ECG electrodes and ECG electrodes for external pacing for bradycardia. According to the reporter, the device stopped pacing a times during the incident and had to be manually restarted. A backup defibrillator/pacemaker was called for and used to transfer the pt to the hospital. Pt outcome is unknown.